Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" alarm condition occurred. The device's sensor board was replaced to address the issue. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of sensor board failure was found to be caused by the flow sensor (mt5) being out of tolerance.